Event description:
Sjm daig division was notified of an incident which involved the capping of a myocardial pacing lead. An event summary report was received from guidant corporation on 11/16/00 indicating that during system revision, insulation damage was noted on the sensing lead. The lead was capped and remains implanted. Therefore, the lead will not be returned for analysis. The status of the patient is unknown.